Manufacturer narrative:
The company field svc engineer was present onsite for surgery support at the time of this event. The laser system was subjected to a thorough investigation at the end of the surgery day. The investigation revealed that there were no problems found, no error messages generated during the day, and the device was operating within specifications. There were no device malfunctions reported and according to the surgeon, the system was functioning as intended. A literature review was conducted and the case described in this report is consistent with reports of intraoperative capsular block syndrome in which subluxation of the lens occurs following capsulorhexis and hydrodissection. This is thought to be due to over-distension of the posterior capsule if injected fluid does not have free travel around the lens and out through the capsulotomy. Conclusions: posterior capsule rupture occurring during hydrodissection resulted in dislocated lens and required secondary surgical intervention with posterior vitrectomy. No device malfunctions occurred and the laser system was operating as intended within specifications. While the pt's preexisting dense nuclear sclerotic cataract is a predisposing factor for intraoperative capsular block syndrome that can result in posterior capsule rupture during hydrodissection, the presence of a gas bubble posterior to the crystalline lens and deep furrow may be potential contributing factor in preventing egress of injected fluid out of the capsulotomy. Performing hydrodissection after nuclear fracture has been reported to reduce capsular bag distension. (B)(4).

Event description:
The surgeon reports performing cataract surgery with use of the lensx laser system for creation of the capsulotomy, lens fragmentation, and corneal incisions. The lensx procedure was uneventful and there were no errors or malfunctions experienced. The pt was then transported to the operating room for completion of the cataract surgery and the capsulotomy was removed normally with no evidence of a tear. During hydrodissection, wrinkling/movement of the lens capsule/iris suggestive of posterior capsular tear was noted and the crystalline lens dislocated. The pt was referred to a vitreoretinal surgeon for a posterior vitrectomy. During the vitrectomy procedure, the surgeon observed the crystalline lens intact on the retinal surface and noted the fragmentation pattern entirely within the lens and a gas bubble was seen within the lens. The lens was then fragmented with vitreoretinal instruments and removed.